Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a malfunctioning lower display screen. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that it was missing pixels. (B)(4).

Event description:
It was reported that the external pulse generator had a malfunctioning lower display screen. The generator was returned for service. No patient complications have been reported as a result of this event.